Event description:
It was reported that the patient developed pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. The procedure was performed successfully and the watchman flx laa closure device was deployed and released, release criteria was evaluated with intracardiac echocardiogram (ice). The ice catheter was left in left atrium to evaluate but a cardioversion was performed prior to further device evaluation post release. Circumferential pericardial effusion was noted after cardioversion resulting in hemodynamic compromise. Pericardiocentesis was then performed one hour after the index procedure.